Event description:
It was reported that a user paired a dexcom g7 sensor with the ilet system and experienced pairing that had not yet established communication, with intermittent connectivity expected during the initial reconnection period. Symptoms included no reported adverse clinical effects. Outcomes included no alarms or urgent alerts and no medical intervention. Investigation included troubleshooting and user education regarding the full warm-up and reconnection window and guidance to monitor and reattempt pairing. Investigation of this case revealed that pairing can be delayed during the initialization period and connectivity may fluctuate temporarily. It was concluded that the event reflected expected sensor warm-up and reconnection behavior with no device malfunction identified.